Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-3753 for the other associated device information. It was reported to boston scientific corporation that a rapid exchange biliary stent system and a microvasive rx locking device & biopsy cap system were used during an ercp (endoscopic retrograde cholangiopancreatography) with plastic stent exchange procedure performed in 2009. According to the complainant, during the procedure the sponge separated from the cap of the locking device and became stuck in the scope. This prevented the passage of the stent, which subsequently also became stuck in the scope. A new scope, rapid exchange biliary stent, and a microvasive rx locking device & biopsy cap system were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Other (stuck in scope), complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.